Manufacturer narrative:
Evaluation protocol not completed yet. This MDR (for complaint (B)(4)) was late due to wrong calculation of reporting deadline. Based on this fact a non-conformance (no. (B)(4)) was opened. Preliminary investigation of nc (B)(4): wrong calculation of report deadline. Isolated incident, never happened before. Immediate action of nc (B)(4): immediately report (B)(4) as initial 30 days report. Action of nc (B)(4): because the whole MDR process from straub medical (B)(4) was moved in the middle of april to affiliate organization at becton dickinson peripheral intervention and there is only 5 remaining initial reports to be reported from straub medical (B)(4), the following verification action is proposed: on 05/03/2021, verify that the remaining five mdrs are reported according to the following correctly calculated deadlines. (B)(4)- until 04/28/2021. (B)(4) - until 04/28/2021. (B)(4) - until 04/28/2021. (B)(4) - until 05/01/2021. (B)(4) - until 05/01/2021. If all reports are up to date, nc (B)(4) can be closed.

Event description:
Guidewire got stuck in the device. During pull back of the catheter, the guidewire got stuck. They used another rotarex catheter to finish the procedure.